Manufacturer narrative:
(B)(4). Pup passed the self test and displacement test. No unexpected pump error alarm noted during the testing. However, pump error alarm was found in the pump history due to problem isolated on the electronic assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.